Event description:
Reporter stated the device had been used with this patient for "quite a while". The device broke apart above the skin disk, leaving the balloon and part of the tube inside the patient's stomach. Leakage of gastric contents onto the skin was noted. Attempts to remove water from the balloon were unsuccessful. The patient was transported to a hospital ambulatory unit for tube removal by endoscopy under conscious sedation, using versed 1 mg and de3merol 50mg. The patient experienced excoriation of the skin which was treated with an otc topical treatment.